Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 608290; 509797) inserted for female sterilization. The patient's concurrent conditions included urinary incontinence, uterine fibroids, menorrhagia, anemia and menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: per mr: insertion details: attempt to deploy the essure device was made and it was noted to be malfunctioning. Essure device was then placed through the hysteroscopy and easily into the right fallopian tube. Again, the device was deployed per directions. On this side, three trailing coils were noted upon completion of placement. All instruments were then removed from the uterus. Both essure devices were noted to be in place. Most recent follow-up information incorporated above includes: on 20-jun-2018: this case is medically confirmed. Reporter information was added. This case concerns adult old patient. Her concurrent conditions were added. Essure indication was added. Essure lot number was added. Essure insertion date was updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 509797) inserted for female sterilization. The patient's concurrent conditions included urinary incontinence, uterine fibroids, menorrhagia, anemia and menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: per mr: insertion details: attempt to deploy the essure device was made and it was noted to be malfunctioning. Essure device was then placed through the hysteroscopy and easily into the right fallopian tube. Again, the device was deployed per directions. On this side, three trailing coils were noted upon completion of placement. All instruments were then removed from the uterus. Both essure devices were noted to be in place. Lot number 608290 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.